Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the cord and the disconnect was stuck. The device was disassembled which found that the locking components were damaged. This is consistent with running the device in the load position, which would be user error. The cut in cord is consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a broken hose. During in-house engineering evaluation, it was observed that the device had a cut in the cord, disconnect was stuck and locking components were damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.